Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Event description:
A hospital in (B)(6) reported that during a procedure for a distal radius fracture the surgeon had placed the plate and had drilled the bone through the guide block and quick drill sleeve. He then inserted and locked a va locking screw through the guide block. The surgeon felt the screw was too long in the distal most styloid hole as it penetrated the bone. The screw was removed and a shorter screw was placed but the screw penetrated the hole. The surgeon tried another screw and it also penetrated the hole. The surgeon used a fixed angle screw with a torque limiter to complete the procedure. This report is #1 of 3 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation of the complained locking screws shows that the head locking thread is badly deformed due to mechanical mishandling and overload of torque during use.